Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with four remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hip prosthesis removal procedure, while trying stop an active bleeding (vessel hemostasis), the fired clips were twisted and did not hold the tissue. The bleeding could not be controlled with about 500 ml blood loss. Another device had to be used, but was defective as well with the same problem, which led to the use of a third clip applier and additional costs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, they used the device to stop an active bleeding (vessel hemostasis) due to a prosthesis removal. However, the fired clips were twisted and did not hold the tissue. Consequently, the bleeding could not be controlled with about 500 ml blood loss. Another device had to be used, but was defective as well with the same problem, which led to the use of a third clip applier and additional costs.